Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn: (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter (sn: (B)(6)); sigpshell, sig power sigpshell control shell (lot#n4e2105y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gastroplasty bypass, powered stapler fired the load but the blade did not retract nor open the load. The load opening button also did not work. The surgeon tried the retraction key to open the load, but that did not work either. The load remained stuck on the patient's tissue, this resulted to an hour prolonged surgery time. As a resolution, the shell was replaced and several staples were used around the stuck load to release the tissue.

Manufacturer narrative:
Correction: b5, h6 this event has been found to be a duplicate of a previously reported event documented under rr# 1219930-2025-00521. All additional information pertaining to this event will be communicated under the original regulatory report 1219930-2025-00521. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of (B)(4).